Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient's catheter was rested in fecal matter in the fecal area of her underwear, combined with sweat. Also described as ¿improper technique¿and ¿the patient did not secure the pd catheter or disinfect¿. The patient was not hospitalized the event of peritonitis. On an unreported date, the patient was treated for the peritonitis with vancomycin, intraperitoneally (dose, duration and frequency not reported). On an unreported date, the patient was retrained in proper aseptic technique. On an unreported date, the peritonitis was resolved and the patient was recovered from the event. At the time of this report, dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.